Event description:
It was reported that a patient experienced vibrations with their boston scientific device. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).